Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported upon pull back of the angio-seal, the device seemed to jump and pulled out. There was no anchor and the suture was frayed. Bleeding at the puncture site was observed and manual pressure was applied. The pt's blood pressure dropped and IV fluids were administered. The pt responded to the IV fluids and the pedal pulses were assessed and were normal. The pt was discharged from the hosp with no further issues noted. Add'l info was not available.